Event description:
Additional information was received indicating that there was no injury or clinical consequence observed.

Event description:
Information was received that during use of this smiths medical cadd administration sets, tube leaking was noticed. It was reported that after removing the tubing, the customer noticed a puddle of product on the floor and this was caused by a leak from a cut (0.5/1 mm) on the tubing. No adverse effects were reported.

Manufacturer narrative:
Other, other text: 12 samples were returned for evaluation. Two of the twelve samples had a leak in the tube. The other ten samples had no faults found during testing. The initial complaint was able to be confirmed by analysis. The costumer reported: after removing the tubing, the user noticed a puddle of product on the floor. This was caused by a leak from a cut (0,5/1 mm) on the tubing." The most probable cause is that the product became damaged after it left the shm facility. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.